Event description:
On (B)(6) 2010, during an unrelated follow up call, the home patient mentioned she had developed peritonitis a few days ago. She was having pain near the catheter and was given some medication (unknown). If additional information becomes available, a follow up report will be submitted. This is number 2 of 4 reports submitted for this peritonitis case.

Manufacturer narrative:
(B)(4). As the patients discard supplies after each therapy, the sample was not requested.

Manufacturer narrative:
(B)(4). Baxter has received similar reports for the reported condition. The root cause investigation is in progress. Since the lot number is unknown, a batch review was not performed. The assignable cause of the reported problem could not be determined.